Event description:
On (B)(6) 2014, the reporter contacted animas alleging a short battery life issue. The reporter stated that the battery life was less than expected and denied damage to the battery cap and compartment and moisture in the pump. A review of the pump history revealed that low battery alarms had occurred with 3 separate batteries out of at least 2 separate packs. Reportedly, on (B)(6) 2013, the patient's blood glucose (bg) was greater than 250mg/dl and less than 500mg/dl with no reported ketones and symptom of nausea. It was reported that the patient's healthcare provider had not made any pump setting adjustments before or after the alleged event, no treatment was provided above and beyond usual diabetes management, and the patient remained on the pump. The alleged bg excursion does not meet criteria for a serious adverse event. This complaint is being reported for alleged short battery life issue of unknown origin.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2014 with the following findings: the black box showed low battery voltage immediately following a low battery warning. The pump electrical current draws were tested and found to be within specifications. Unrelated to the initial complaint, the bolus button was observed to be torn.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.